Event description:
End user was going down the street and left front wheel flew off and caused chair to tilt and end user fell out of chair, end user advised just sore no injury, end user did not seek medical attention.